Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints was reported for this same failure mode within this lot. The device has not yet been returned to the manufacturer; however, a full evaluation will be conducted when the device is received, and a supplemental report will be submitted when the investigation is completed. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.

Event description:
It was reported that during pullback, the catheter shaft was separated. Another volcano product was used and the procedure was completed without any issues. There was no report of patient injury or adverse event.